Manufacturer narrative:
The cobas integra 400 plus w/o ise serial number is (B)(6). A field service engineer (fse) replaced the sample probes. The customer has observed an oil-like substance on the surface of the samples, alongside instances of the separator gel melting and adhering to the tube walls. The customer stated that the tubes are stored correctly within the laboratory. The investigation is ongoing.

Event description:
There was an allegation of a questionable cholesterol gen.2 result from the cobas integra 400 plus w/o ise for 1 patient sample. The initial result was 448 mg/dl, and the repeat result was 251 mg/dl.